Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a heart rate of twenty seven beats per minute. It was further reported that the patient twisted the right atrial (ra) lead and right ventricular (rv) lead in the pocket and the leads had dislodged. The leads were revised and remain in use. No further patient complications have been reported as a result of this event.